Event description:
It was reported that when the power button is pressed, the leds (light emitting diodes) light until the button is released, but the epg (external pulse generator) will not stay on. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board was out of specification. It was noted that the upper and lower cases were broken, the high rate cover was broken, the battery drawer and ring cover were contaminated and the ring was bent.